Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. The patient was placed on plavix and aspirin oral anticoagulant (oac) medication regimen. At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed an immobile device related thrombus on the threaded insert of the closure device. Procedural imaging and 45-day follow up imaging was reviewed, and the closure device met release criteria and continues to be well seated with no leaks observed. The patient reports being complaint with the oac regimen. The physicians changed the patient's medication to eliquis, in response to the drt.

Manufacturer narrative:
B3: estimated 45 day mark after the procedure date.